Manufacturer narrative:
Tw #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not working properly. Harvester would only hear 2 or 3 beeps from power supply and then it would stop beeping. Harvesting tool was working during the 2 or 3 beeps then stop. Unsure if power supply was the issue. It was beeping as it should when harvesting tool engaged. Added a bit of time to overall case. The cord and adaptor were not swapped out. Unplugged vasoview hemopro 2 and plugged back in to see if that would correct the issue. Made it through the procedure with no harm to the patient.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. A lot history record review was completed for lots 3000468568, 3000466430, and 3000442955 the last 3 lots shipped to the account prior to the event/aware date. For lots 3000468568 and 3000466430. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000442955. There were two ncmrs , rework, or deviation documented for the reported lot number shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.